Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the bed to bed alarms were not working. The device was in use monitoring patients. There was no report of any adverse event to patients or user.

Manufacturer narrative:
It was determined that there was no alleged issue, and the customer was just looking for information regarding the bed to bed functions.